Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been experiencing high blood glucose levels. It was also reported that insulin has leaked into the reservoir compartment on two occasions. In addition, it was stated that the insulin pump was dropped, and now makes a rattling noise. Advised that the insulin pump would be replaced. Nothing further was reported.